Event description:
It was reported that the patient did not present with any symptoms; however a routine lab draw of lactate dehydrogenase (ldh) on (B)(6) 2017 came back elevated at 719 u/l. The patient was admitted. Began heparin infusion and increased aspirin dosage. A ramp study showed adequate decompression of the left ventricle. The patient was discharged on (B)(6) 2017. The patient¿s ldh remained elevated and was 1150 u/l on the day of the heart transplant.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of the left ventricular assist system (lvas) the pump was returned assembled with the driveline severed approximately 8.5 inches from the pump housing. The remainder of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned unattached from the pump¿s inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was attached to the graft attachment and bend relief hardware. Upon disassembly of the returned device, visual inspection of the proximal side of the outlet stator revealed structured, tissue-like depositions mixed with loosely coagulated blood. The structured depositions were loosely seated adjacent to the bearing ball and partially obstructing all three of the stator¿s vanes. The depositions did not reveal areas of laminated layering or denaturation, and the distal end of the rotor did not reveal contact marks to indicate that the depositions were present while the device was supporting the patient. A specific cause for the development of the depositions and the duration of time for which they were present in the pump could not be conclusively determined. However, if the depositions were present in the outlet stator while the device was supporting the patient, they could have contributed to the reported elevation in ldh. The remainder of the blood-contacting surfaces did not reveal any developed depositions or thrombus formations that would have contributed to the reported event. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient underwent a heart transplant on (B)(6) 2017. The patient¿s lactate dehydrogenase (ldh) had peaked at 1150 u/l. Thrombus was suspected. No additional information was provided.